Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one euphora balloon catheter ruptured post inflation to 16 atm. The device was being used to pre-dilate a moder ately calcified proximal left anterior descending (lad) artery lesion. A 6f launcher guide catheter and 180cm non-medtronic wire were also being used via the radial approach. Post rupture, it was observed that there was a balloon marker left behind in the artery, with a translucency in the left main believed to be balloon material. It was possible to retrieve the balloon from the vessel by twisting three non-medtronic wires, which were already in the vessel, around the fractured balloon. Wire position in the vessel was never lost. The detached balloon was snared, pulled into the guide and then out of the sheath in the radial artery. It was believed that all balloon material was removed, as it was not observed that any piece of shaft was left on the balloon. However, as the detached balloon material was stuck in the guide, it was not possible to tell what was retrieved. The vessel was re-accessed to treat the lesion successfully. The patient has had no clinical events since the procedure and is doing well.

Manufacturer narrative:
Additional information: there were no issues removing the protective stylette of sheath. The device was inspected prior to use. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. The rupture occurred on the first inflation. The device was not moved or repositioned while inflated. There were no issues with the launcher device used. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: event date provided. Annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.